Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, but the error was not visible. Reservoir volume was 88.9ml, 2.1ml/hour. Per reporter, infusion was restarted and the pump alarmed "check for empty tubing". Reporter stated troubleshooting was performed but unsuccessful. The patient had 42 hours remaining of infusion. The event occurred while in use at the patient's home.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Customer reported pump was alarming check for empty tubing and continued to alarm the cassette was not latched properly. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.